Event description:
Rep responsibility issue - vendor rep did not enter patient into carelink at time of implant. Failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition for which the device was implanted. Manufacturer response for pacemaker, azure pacemaker (per site reporter).